Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral neck fracture (the surgeon think that the fracture type was garden) with the fns in question. When the surgeon reduced the fracture, the bone head was twisted posterior. The surgery was completed successfully without any surgical delay. After the surgery, on an unknown date, the surgeon found that the bone head was varus. On (B)(6) 2020, the patient underwent a reoperation to replace the femoral head with the artificial bone head. The surgery was completed successfully. This complaint involves four (4) devices. This is 1 of 4 for report (B)(4).